Event description:
Initial info rec'd from a physician on 25-jan-2010. Physician reported a (B)(6) female who treated with poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) on an unk date. Pt developed a painful abscess in her mouth following treatment with poly-l-lactic acid and hyaluronic acid (juvederm). The pt recovered after the physician drained the abscess. No medical history was reported. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment, 01-feb-2010: due to minimum available info, no complete medical assessment can be done.

Manufacturer narrative:
Device qc performed, 2/2/2010.